Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40mg/dl. Customer consumed carbohydrates to address bg. Reportedly, tandem technical support assisted customer in making settings adjustments to better fit their needs.